Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Reported event an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant   device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event of loosening of trident shell was not confirmed as insufficient information was provided. Additional information including additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event and determine a root cause. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by patient's counsel that allegedly the patient was implanted with a tritanium acetabular cup on (B)(6) 2016 and was revised on (B)(6) 2020 due to alleged cup loosening.